Event description:
It was reported that the pump was showing high pressure alarm. No patient injury was reported.

Manufacturer narrative:
Evaluation of the sample could not duplicate reported problem. The device started up and ran with no issues. No evidence of the error code was found in the log. No further action will be taken at this time. A device history report (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Operator of device is unknown. This remediation MDR was generated under protocol (B)(6), as a result of warning letter cms# (B)(4).